Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation where service confirmed the customer's complaint. The distal tip appears to be undamaged. The fiber is broken in the middle of the fiber with one end of the break being covered in black residue. This correlates with the fiber burning. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the reason that would cause the fiber to smoke/burn is if the fiber broke or was somehow partially fractured, which would allow laser energy to escape from the fiber at the break / fracture causing the jacket to heat up and smoke / burn. This is very similar to a break in the fiber at the connector end, where if the fiber is bumped into or otherwise over-flexed, it will enable the escape of energy and cause the potential for smoke / fire. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly following investigations.

Event description:
It was reported that the fiber, tfl-fbx200bs, caught on fire. The issue occurred when the user was completing an unspecified procedure. The fiber began to smoke and then caught fire (in the middle of the fiber) as described by the reporter. A wet towel was used to put out the fire. The fiber was reported to be broken in half. The user is unsure if the fiber broke due to the fire or the force when putting out the fire. The fire did burn into the pad of the stirrup (medical exam chair). The intended procedure was completed using another fiber. There was no patient injury, no user injury reported due to the event. This report is related to report patient identifier (B)(6).